Manufacturer narrative:
This report represents the first patient of fourth from this facility. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that multiple ophthalmic handpiece caused toxic anterior segment syndrome (tass) after surgery. It is unknown which specific handpiece was the cause. Additional information has been requested but no further information is available. This is the first of ten reports for this event.

Manufacturer narrative:
The phaco handpiece was received and a visual assessment of the returned sample revealed no visual nonconformity. The irrigation and aspiration lines of the handpiece were flushed for particulates/foreign material testing. The collected material was isolated and microscopically analyzed and found to contain numerous clear fibers up to 1mm in length, numerous dark fibers up to 950¿m in length and numerous dark particles up to 90¿m in length. The analysis of the clear fibers found the best match to be polypropylene. The analysis of the dark fibers found the best match to be cotton. The analysis of the dark particles identified elements including carbon (c), oxygen (o), aluminum (al), titanium (ti) and vanadium (v). The presence of these elements along with the visual characteristics suggests the dark particles are likely titanium alloy. However, the exact origin of the fibers and particles remains inconclusive. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet product specifications. The returned sample was connected to a calibrated vision system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet product specifications per manufacturing test procedure (mtp it should be noted that handpieces are inspected during manufacturing for metal particulates. The inspection approach taken follows a statistically valid continuous sampling plan. No nonconformities were observed during manufacturing of this handpiece. As the cause for the reported events is inconclusive. The root cause of the reported event is inconclusive and there is no indication that the handpiece manufacturing process contributed to the reported events. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).